Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 314.020, lot: 9290560, manufacturing site: haegendorf, release to warehouse date: 09.jan.2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary visual inspection: the small hexagonal screwdriver with holding sleeve was received with the tip of the hex rounded out. The true hex cannot be seen at the tip. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the tip to tip of the hex measured 2.75 mm. This is not within specification of 2.79 to 2.83 mm. This is due to the rounding out of the tip. Conclusion: the complaint condition is confirmed as the device was received with the distal tip rounded. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while putting the instrument sets back together, the sales consultant noticed that there were two (2) devices that tips were rounded odd or stripped. The tip of the screwdriver was rounded off and would not turn the hex head screws. The tip of the shaft of stardrive screwdriver shaft was stripped. There was no patient involvement reported. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) small hexagonal screwdriver. This is report 1 of 2 for complaint (B)(4).